Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 240 mg/dl, and the meter bg reading was 450 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer changed out the supplies and restarted the sensor session, and cgm readings became accurate. No additional patient or event information was available. A root cause could not be determined.